Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of the remote monitoring data identified short inappropriate atrial tachycardia response (atr) episodes due to oversensing. The information was documented. No adverse patient effects were reported.